Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis (pd). Action taken with the therapy was not reported. The cause of the peritonitis was unknown. Treatment information was not reported. At the time of this report, the patient had not yet recovered from the peritonitis. This is report 3 of 3 associated with this peritonitis event.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12i27059 and no exceptions were observed that were related to the reported condition. Should relevant additional information become available, a follow-up report will be submitted.